Event description:
Venous header blood leak on reuse number 20. Extracorporeal circuit discarded, estimated blood loss 250cc. No add'l pt adverse effects. No med intervention. Medwatch filed on the blood loss.